Event description:
A roc pedicle screw and a plate were discovered to be broken during a scheduled revision surgery. The date of the screw breakage is unknown. The screw was removed and replaced. The broken plate was manufactured by a different manufacturer.

Manufacturer narrative:
The broken screw was returned with the nut attached to one part of the screw. The screw was confirmed to be broken. The manufacture date of part number 81070-340 lot number 605555c was on 02/14/06. The device history for lot #: 605555c was evaluated and do not reveal any quality concerns. The initial reporter confirmed that the broken plate found during the revision surgery was made by a different manufacturer. We are unable to determine the relationship of the broken plate to the broken screw. The roc lumbar plating system instructions for use state: contraindications: the roc lumbar plating system is contraindicated for: use with stainless steel components or components from other systems. The implant was inside the patient for approximately 25 months. The nature of the broken screw was unable to be determined.